Event description:
Boston scientific received information that this patient has had a slow rise in shocking impedance measurements which are now greater than 125 ohms. All other lead diagnostics are within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended the patient be brought in for additional testing to ensure the integrity of the system. The caller reported that the average value is 123 ohms and the physician will bring this patient back in one month to re-evaluate the lead. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received thirteen months after the initial observations were reported. Latitude red alerts are still being generated for this system due to out of range shocking impedance measurements. A boston scientific representative stated the patient was brought into the clinic for evaluation as the measurements have been intermittently out of range for a year's time. The clinic has not scheduled non-invasive programmed stimulation (nips) testing yet. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received that shock impedance measurements are still out of range at 138 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No further testing was performed and the caller suspects scarring on coil is the reason for the intermittent out of range measurements. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.